Event description:
It was reported that during an implant, the right atrial lead could not get around the superior vena cava (svc) and it was tight under the clavicle. When the lead was removed it was noted that the helix was projecting out about 1cm from the lead and the physician had not extended the helix during the procedure. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the proximal conductor stretched, the inner insulation was kinked/buckled, the inner insulation was torn, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that he lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.